Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112422 the dentist reported that 1 month after the dental implant was installed in intraoral region #30, it was verified its non osseointegration. Forty ncm of primary stability was achieved and immediate load was performed.